Event description:
A 41-year-old female fractured her right fifth proximal phalanx and metacarpal while riding her bike. She came in for outpatient surgery. A screw used during surgery fractured after being inserted. The surgeon had to remove the screw, which required more extensive surgery. The patient also sustained another fracture in her hand from the screw removal.